Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call date. During download history review, no relevant alarms confirmed in download history files for no delivery. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 65.0 received the lowbatteryalert (104) on 09/08/2025 09:08:00 after more than 7 days at 23.51 days. Battery cycle 64.0 received the lowbatteryalert (104) on 08/15/2025 17:36:00 after more than 7 days at 24.1 days. Battery cycle 63.0 received the lowbatteryalert (104) on 07/22/2025 05:24:00 after more than 7 days at 24.7 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. No alarms for no delivery were noted during testing. No low battery alarms or unexpected battery power loss alarms were noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform a visual inspection and moisture damage was found on the motor force sensor gold traces and pcb1 motor force sensor connector. Isolate to electronic assembly. The following cosmetic damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records, and no relevant alarms in the adapt tool or during testing were noted for no delivery. However, moisture damage was found on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump had rejected a battery in the past, random no delivery alarms in the past, and an unusual grinding noise. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, and mmt-399a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880, mmt-332a, and mmt-399a.